Event description:
It has been reported to philips that there were intermittent communication issues with the wireless footswitch. The system was not in clinical use when the issue was identified. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). This wireless footswitch has been replaced and the correction has been implemented on may 18, 2023.